Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer declined to troubleshoot issue with tandem technical support. Additionally, it was reported that the customer experienced an intermittent low blood glucose (bg) level of 50 mg/dl to "low" on continuous glucose monitor. Cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.